Manufacturer narrative:
The getinge field service engineer (fse) that encountered the issue, replaced the fiber optic sensor cable assembly. The fse also replaced the expired primary 9v battery alkaline as part of the pm. The fse then completed the pm with full calibration, functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during a preventative maintenance (pm) performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) fiber optic connector was found to be broken. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, b6, b7, d5, d11, g4, g7, g8, h2, h6(investigation type, investigation findings & investigation conclusions), h10, h11. Corrected fields: d4(model#), e2, e4, g1(contact person), h4.

Event description:
N/a.